Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose of 450 mg/dl with an unspecified level of ketones, vomiting, nausea and abdominal pain. Reportedly, the patient remained on pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and/or temporary basal settings were incorrectly programmed in the pump. The basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history and the pump was correctly calculating the recommended bolus. This complaint is being reported because the patient allegedly experienced hyperglycemia due to user error in the basal settings being incorrectly programmed in the insulin pump.